Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack valve, crease fold, wear abrasion and white particles in the shell. Leak test and microscopic analysis was performed which identified: one opening sharp on the plug strap bond edge and crack valve. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. One sharp opening on the plug strap bond edge due to an unidentified (tear) opening.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/jul/2012 and 16/oct/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a possible right side deflation. Device remains implanted.